Event description:
Pt's device diagnostic testing at office visit resulted in high impedance reading (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. X-rays were performed and sent to MFR for review. No anomalies were apparent, however, the entirety of the lead was not visible via x-rays due to poor contrast and some portion of lead was hidden behind the generator. Therefore, lead discontinuity could not be ruled out as the cause of the high impedance reading. In addition, the pt reportedly has fallen 3 times in the prior 4 months. No serious injury or pain reported. Pt's seizure frequency reportedly has remained the same, but the seizure intensity and number of falls have increased. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.